Event description:
It was reported the pt no longer had stimulation and the amplitude was auto-reducing. The sjm rep met with the pt and determined 12 out of 16 contacts were invalid. Reprogramming was able to provide stimulation at the time. F/u identified an x-ray had been taken which revealed the lead was fractured. It was reported the physician may undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.